Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received in a sealed pouch and tray in an open shelf carton. Three distinct creases were noted across the shelf carton, and one crease was noted along the proximal end of the shelf carton. The pouch was removed from the shelf carton and a dent was noted to the pouch under the site of the proximal shelf carton crease. Multiple tears were visible to the pouch label at the dent site. The pouch was opened, and the tray was removed, revealing the detached actuator and carriage in the tray under the pouch dent site. No damage was noted to the slider, screw gear or tray. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. The slider and t-bar could be moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. One of the carriage clips was partially detached with stressing marking visible. Stress marking was visible to one proximal actuator clip and very slight deformation was visible to one distal actuator clip. The reported event for separation of components could be confirmed in the analysis. Conclusion: based on the device history record (DHR) review performed on the device, there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. After removing the device from the packaging, the actuator and carriage components were noted to be separated, confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The event noted that no damage to the packaging was observed prior to opening the shelf carton, however the receipt condition of the device indicates that the damage to the actuator was likely caused by an external force either during shipping or storage of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that packaging damage was not noted prior to opening the shelf carton, and damage was not noted at either end of the pouch. Additionally, there was no evidence of the box or packaging being squashed at either end. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) had out of box damage. Upon opening, the dcs actuator appeared to be separated. A new dcs was opened for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.